Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm each time they changed the set. Customer's blood glucose was 426 mg/dl. Customer was disconnected on the phone. Customer will not be returning the device for analysis.